Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac arrest could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pulmonary vein and posterior wall procedure, there was difficulty advancing the ice catheter through the patients left femoral vasculature and during post mapping the patient went into cardiac arrest. The catheter was able to be introduced in the right atrium to assist with the transseptal puncture. The patient then experienced cardiac arrest during post mapping, however the caused was not able to be determined.